Event description:
Pt called lfs and alleged that their meter was reading inaccurately high. The pt obtained two results taken at different times of 159 and 167 mg/dl on their meter. The pt compared this to another meter and the results reported were 132 and 134 mg/dl. Comparing one meter to another is an invalid comparison. The pt did not seek any medical treatment. The test strips were in good condition, codes matched, and the techniques for applying blood and cleaning the puncture site were done correctly. The pt performed two control solution tests; both failed. Based on the info provided, there is evidence of a meter malfunction. However, there is no evidence that the meter contributed to a serious injury. New test strips and control solution are being replaced for the pt. No further info has been reported.